Manufacturer narrative:
Please note this date is based off of the article¿s publication date as the specific event date was not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Device used for off label indication. The indication the device was used for was pediatric epilepsy. (B)(4).

Event description:
Cukiert, a., rydenhag, b., harkness, w., cross, j.h., gaillard, w.d. Technical aspects of pediatric epilepsy surgery: report of a multicenter, multinational web-based survey by the ilae task force on pediatric epilepsy surgery. Epilepsia. 2016. 1-7. Doi: 10.1111/epi.13292. Summary: we report on a web-based survey aimed at evaluating the current technical approaches in different centers around the world performing epilepsy surgery in children. The intention of the survey was to establish technical standards. Reported events: 1. It was reported that 0.5% of pediatric epilepsy patients who underwent surgery for deep brain stimulation (dbs) experienced complications that extended their hospital stay. It was noted these complications included both infection and hematoma. The results were taken from a survey of 52 centers world-wide that performed pediatric epilepsy surgeries. 2. It was reported that 0.9% of pediatric epilepsy patients who underwent surgery for vagus nerve stimulation (vns) experienced comp lications that extended their hospital stay. It was noted these complications included both infection and hoarseness. The results were taken from a survey of 52 centers world-wide that performed pediatric epilepsy surgeries. Additional information has been requested regarding patient/device info, event dates, clarification on the information provided, and for additional missing required fields; a supplemental report will be filed if additional information is received. See attached literature article.